Event description:
Huber housing is not properly bonded to the tubing and cytostatic drug dropped out.

Manufacturer narrative:
Complaint: huber housing is not properly bonded to the tubing and cytostatic drug dropped out. One sample returned for investigation. Device history record review: the device history records for lot no: un26 & ud83 were reviewed. The records indicate that the inspections were completed and in order. Sample evaluation: the returned sample was reviewed. The investigation showed that there was insufficient adhesive on the housing bond. Conclusion: insufficient adhesive was used in the bonding of the housing to the tubing. A corrective action was opened and the following were implemented: a 'low adhesive' alarm was added to the tubing adhesive dispenser well. Operators were retrained in the bonding process. (B)(4).